Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected software error or pump error 4 alarms noted during testing however, the formatted history file confirmed software error (line number 3508 file number 26) and pump error 4 alarms due to a software error. Hardware low level failure alert confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6).

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarms. The customer's blood glucose level was 179 mg/dl. The customer was able to clear the alarms. The customer was able to rewind the insulin pump. Self test was performed and insulin pump passed the self test. The insulin pump will be returned for analysis.